Event description:
On november 8th, the user contacted dario to report high blood glucose (bg) readings. The user reported that over a two months period, she received constantly high bg readings from her dario meter. Due to these high readings, the user reported that she went to the doctor, who increased her medication (farxiga) from 5 mg to 10 mg. The user reported that she received a bg reading of more than 160 mg/dl with her dario meter, while the bg reading with her non-dario meter read 80 mg/dl. The user also reported that on two separate occasions she had passed out. The user reported that following the above, the doctor lowered her medicine back to 5 mg. While on the phone with dario's representative, the user confirmed that when she cleaned her fingers with alcohol, her puncture area was not completely dry before she lanced her finger, and according to dario's user guide, alcohol can affect test results. The user also confirmed that she noticed that the strips turned to a right angle inside the cartridge causing the cartridge to not be tightly sealed. As stated in dario's user guide under section "causes of unexpected results" this is a potential cause of the high readings. The user stated she discarded the strips giving her the high bg readings. The user was sent a new cartridge of test strips to verify accuracy of the dario meter. The user stated that the bg readings with the new strips were within range. Therefore, the high bg readings are not due to a meter issue, and may have been due to the misuse of strips (off-label use). Not enough information regarding the old strips to investigate. No resolution is available.